Event description:
Patient #1: patient was on a continuous calcium chloride drip while on cvvh (continuous veno-venous hemofiltration). Infusion complete alarm sounded but the bag was found full. Upon assessment, the baxter close slide clamp was clamping the tubing but the pump did not alarm of upstream occlusion and the pump continued to function, but no medication was being delivered to the patient. This resulted down trending of calcium ionize to critically low calcium ionized level of 2.89. Covering nephrologist made aware. 2 grams of calcium chloride ivp given, and calcium chloride drip rate increased. Patient #2: patient became agitated, rn checking the pumps noted that the versed bottle was still very full when it should have been running low. The pump appeared to be working correctly and there were no alarms indicating pump was not running but there was no medication dripping in the chamber. Pump was changed and saved for repair. Patient #3: new bottle of fentanyl hung at 1430, patient paralyzed and sedated. Rate set at about 14cc/hr. At 1530 patient + hr, + bp, bis (bispectral index) wnl (within normal limit), fentanyl and propofol pumps both running, about to supinate patient, versed prn given. 1745 fentanyl due to be changed, rn checked bottle and was mostly full. Pump never alarmed up stream occlusion, pump stated it was running at the rate of 14cc/hr each hour, medication was placed in lock box on pole and due to visibility outside of patient¿s room, volume left in bottle was not viewed while running. Volume added, rn unaware x2 that it was a pump issue, volume adjusted several times and then realized it was a pump issue on transport to cticu, pump exchanged out and given to management. Cticu rn made aware. Charge made aware, apsm made aware. Patient #4: IV pump was not pumping medication, but display showed medication was infusing like normal. Epinephrine bag was hung at 2300. Bag was noted to still be full on next day at 1600. Upon closer inspection, no drops were dripping in drip chamber while pump appeared to be functioning. After changing medication to new pump, patient's hemodynamics responded appropriately to dose of medication. Patient #5: subject: IV pump not infusing at intended rate. Background: patient diagnosed with enterocolitis and septic shock receiving levophed drip for hypotension started at 13:17. Dosing titrated up with no improvement of bp downstream occlusion alarms noted. Pump stopped and re-loaded at 17:49. Alarms continued. Pump stopped at 19:14 and appears swapped out for different pump. Pt noted with improved bp 19:30. Patient transferred to micu (medical intensive care unit). Assessment: pump not delivering medication, delay in appropriate dose to patient. Response: staff reported issue and sent pump for evaluation to clinical engineering, apparently tubing discarded. Team is reviewing pump and comparison to other similar system-wide events. Patient #6: piperacillin/tazobactam hung on primary unvented IV tubing at 0420 at prescribed rate of 33 ml/hr. During bedside handoff at 0730, rn noted IV tubing to be visibly kinked upstream but with no "upstream occlusion" alarms sounding. Rn noted the volume to be infused (vtbi) on the pump appropriately read 0.9 ml, but the visible volume remaining in the bag appeared to be a nearly full bag (100ml). Rn sequestered this pump and infused antibiotic with a different pump. Patient #7: rn came on at 0126, pump alarmed as infusion complete, IV fluids running but zosyn bottle still seemed partially full, pump stated infused but zosyn was 1/2 empty on inspection. Reset pump and gave patient the remainder of the zosyn, pump sequestered but not tubing or drug. Pump given to clinical engineering. Patient #8: patient was initiated on a levophed infusion at approximately 9am this morning. She had increasing pressor requirements throughout the morning. Baxter pump was utilized correctly: no kinks noted, and the bag was at the appropriate height. All lines unclamped and no alarms occurred. Patient was to have received approximately 237 ml of levophed per mar (medication administration record) by 1pm. When bag was assessed to see if it needed to be changed there had only been less than 75 ml infused total during that time. Col and psm notified. Medication, tubing, and pump sequestered. Clinical engineering to assess pump. Patient #9: psm of unit was assisting in patient room and noted that the tubing of a fentanyl drops was clamped in the narcotic lock box. The infusion was changed an hour prior - no alarm noted. Psm cross checked with primary rn regarding the occlusion, and it was noted that there was no alarm to alert rn of occlusion. Pump sequestered and sent to clinical engineering for interrogation of pump and confirmation of alarms. Patient #10: a bag of 0.45% nacl that was hung at 6am in room 468 was still full at 4:45pm despite the pump stating that only 146ml were left in the vtbi. The blue clamp above the pump was slightly closed but did not alarm. Attempted to fully close the blue clamp to see if the pump would alarm but it did not.